Event description:
During troubleshooting for a related complaint file, the technical service representative (tsr) instructed the caregiver (cg) to close and reopen the transfer set. The cg misunderstood and disconnected the hp resulting in solution leaking from the transfer set. The tsr explained that the hp would have to start over with all new supplies. The tsr assisted the cg to close the clamps and disconnect the hp. The tsr further assisted the cg with ending the therapy and removing the cassette. The cg confirmed to start over with all new supplies. The tsr also recommended that the hp contact the nurse (rn). There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
The pt expired two months following the index procedure. The cause of death was listed as cardiac related. The exact cause of death is unknown. The pt is a female was consented to the study in 2007. Medical history included severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking, diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension. The pt was also at high risk for surgery due to severe pulmonary disease and recurrent carotid stenosis. The pt was asymptomatic. The target lesion location was the proximal left internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 6.3mm. Target lesion diameter stenosis was 90%. Vessel tortuousity by visual inspection was mild. An angioguard distal protection device was used, deployed successfully distal to the lesion. Pre-dilatation of the lesion was performed. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 20. There was debris found in the basket upon retrieval of the angioguard device. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged on the following month, with clopidogrel and aspirin directed. The pt expired on approx three months later. Please note that multiple attempts to gather additional info have been made and have been unsuccessful.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.

Manufacturer narrative:
The (B)(4) study adjudication minutes have been received and agree with the previous diagnosis that the patient's death was cardiac related, unrelated to both the precise stent and the index procedure and was not neurological in nature. The certificate of death listed chronic obstructive pulmonary disease as the immediate cause of death. An autopsy was not performed. As such the event code will be changed from "unknown cause of death" to "chronic obstructive pulmonary disease". The previously reported event (unknown death) is being unreported to the FDA, as it no longer meets reportable criteria. Therefore, there is no complaint against a cordis product, and this event is no longer considered reportable. No additional follow-up will be forthcoming.